Event description:
It is reported that the outside packaging was intact, however, the inner packaging was not completely sealed. Sterility had been compromised.

Manufacturer narrative:
Eval summary: package rec'd excessive shock in distribution handling caused prod to crack sterile barriers. Packaging carton, outer and inner cavities show damage near similar location from each other. Device history records indicate device mfg to spec.